Event description:
It was reported that the drill did not stay seated in handpiece. As this was noticed during a lab, no case was involved. The results of investigation show that the snaplock assembly dimensions are out of specification, which is a reportable malfunction.

Manufacturer narrative:
The device, intended for use in treatment, was returned for investigation. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications prior to being released for distribution. A complaint history review found similar reports and this issue will continue to be monitored. The navio handpiece was returned for further evaluation and the initial visual/functional inspection was performed, which confirmed the relationship between the device and reported event. The distance above the wave spring and down to the plunger holder was measured around the circumference of the snap lock. This is not within the specification for this dimension and therefore the part does not conform to its design specifications. The malfunction is likely due to supplier / raw material fault and corrective actions have been opened for this issue.